Event description:
It was reported that "(B) (6) placed a screw 14mm and wanted to replace it with a 16mm. Both extraction shafts broke upon removal of the screws."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.